Event description:
It was reported that upon final tightening, the locking ring snapped protruding from the device. The piece was removed from the patient and sterilized. The patient underwent 3-level acdf with a 3-level hybrid plate and 8 4.0 self tapping 12mm var. Angle screws.